Event description:
It was reported that the customer was hospitalized for chest pains. During the hospitalization, the customer's blood glucose levels dropped to 19 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. It was also stated that the customer wore the insulin pump during an x-ray. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.